Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was received with a normal operating currents. Device was monitored for several hours and no blank display or unexpected low battery alarm noted during the testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump won't turn on after alerting low battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The insulin pump has not been bumped, dropped or recently exposed to moisture. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.